Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began between (B)(6) 2015 (time not provided). The patient stated that she obtained a result of "170 mg/dl" using the subject meter compared to a result of "118 mg/dl" obtained using another device, both results obtained within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient was unwilling to state how she manages her diabetes. The patient stated that she took action during (B)(6) 2015 (date/time not provided) but was unwilling to state what action she took. The patient denied that she developed any symptoms and there was no allegation of treatment received. The patient was unwilling to state if her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient denied that she developed any symptoms and there was no allegation of treatment received. The alleged product issue was not resolved with troubleshooting.